Event description:
Event description cpi received information that this atrial porous thin tined lead (4011) was removed from service because of a lead fracture. It was replaced with another cpi lead (4269).